Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called wanting information about the warranty on the insulin pump. The patient then stated that he received a safety letter in the mail, and he thought there was a recall. The patient mentioned that he was treated by the paramedics for low blood glucose levels back in january. The patient declined to troubleshoot or provide further information.